Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse inserted the foley catheter, and as they were trying to inflate the balloon, it only accepted about 6ml of fluid and then started to bubble at the bottom right above the syringe connection port. Representative asked if the foley was inserted far enough and they assured it was and also draining urine. With that being the patient¿s second foley, they initially decided to leave it in place. The patient started experiencing frank bleeding, so they were concerned for bladder injury from the cesarean section. They did end up taking them back to the operating room for surgery or bladder repair. The foley described was removed and another was placed at the appropriate time for what they were doing in their procedure. With this third foley, they decided to test the balloon prior to inserting to verify they would not have the same concern. It did inflate fine but would not initially deflate. However, once they removed and reconnected the syringe, it deflated without a problem and so was then inserted into the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. - inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe note: use of less than 10cccan result in asymmetrically inflated balloon - once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck". UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse inserted the foley catheter, and as they were trying to inflate the balloon, it only accepted about 6ml of fluid and then started to bubble at the bottom right above the syringe connection port. Representative asked if the foley was inserted far enough and they assured it was and also draining urine. With that being the patient¿s second foley, they initially decided to leave it in place. The patient started experiencing frank bleeding, so they were concerned for bladder injury from the cesarean section. They did end up taking them back to the operating room for surgery or bladder repair. The foley described was removed and another was placed at the appropriate time for what they were doing in their procedure. With this third foley, they decided to test the balloon prior to inserting to verify they would not have the same concern. It did inflate fine but would not initially deflate. However, once they removed and reconnected the syringe, it deflated without a problem and so was then inserted into the patient. Per additional information received via mail on 31dec2024, stated that it did not seem that any injury was attributed from the foley catheter. The foley catheter was replaced with another during a procedure the patient had just shortly after the original foley catheter was placed.